Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between may 18, 2023 and may 22, 2023. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs did not identify any abnormalities that could have contributed to leakage. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag leaked out of the second (administration port) connector during filling. There was no patient involvement. No additional information is available.